Event description:
The product complaint report shows the customer alleged that the ventilator's audible alarm failed to activate. The customer's bio-medical tech could not duplicate the event reported by the customer's clinician. After consulting with a co's tech support specialist, the bio-medical tech removed and replaced the audible alarm assembly. The unit was returned to svc. It was further reported that there was no pt involvement. This report is not an admission by co that this device caused or contributed to the event alleged in this report.